Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc package was open. The following information was provided by the initial reporter: at about 10 am, when preparing for venipuncture, the outer package of the indwelling needle was opened, and the indwelling needle was found to be crooked and without shield, so the indwelling needle was randomly replaced for re-examination and venipuncture.